Event description:
This was completed by the obstetrics (ob) manager: patient had lack of anesthesia after spinal anesthetic. Anesthesiologist felt his technique was appropriate, and that the medication in kit may not have been effective. Another anesthesiologist had similar concerns in ob recently. This was the patient safety report completed by the ob manager: dr. Gave patient spinal anesthesia for her cesarean section (cs). She did not get a block and could feel it all. She was given general anesthetic after delivery per her agreement. There is suspicion that other spinal kits could be a problem as well. Another dr. Had trouble with one recently, but we are not aware of a lot number. Situation needs investigation. We will not contact braun because they will not take back the kits that were sequestered. I can get a lot number from the tray that had the incidents if needed from our distribution center. I did not bother to take the time to do that because it does not make a difference. My daughter will be coming here to have a cs and I will ask to have the medication for the tray come from our pharmacy.